Event description:
Additional information received noted that the right atrial lead was explanted and replaced on (B)(6) 2020. The patient was stable prior and post implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, oversensing of noise was observed on the atrial channel. The noise was reproducible. Programming changes were made and the patient was stable following.